Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the clips would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have cracked clamping pulley(s) on input axis 6 (grip). The crack(s) resulted in loss of tension of the corresponding grip cable(s). The complaint was confirmed by failure analysis. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking.